Event description:
Reporter alleged dosing insulin and being hospitalized for a week due to blood glucose device monitoring results. Reporter stated device result was 179 md/dl and injected 25 cc of insulin. Reporter stated beginning to vomit and become incoherent whereby shortly afterwards was taken by paramedics to hospital. Reporter indicated paramedics tested glucose level but was unable to provide the value. Reporter stated medication was changed while in the hospital. Reporter indicated not using controls and using expired test strips. A request was made for the return of the suspect device and replacement product was sent.